Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for a high blood glucose of 788 mg/dl on (B)(6) 2016. The patient was treated with insulin drip followed by insulin pump therapy. The patient's blood glucose has since decreased to 307 mg/dl. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. The reservoir was not returned for analysis.